Event description:
It was reported that the heart rate alarm priority on the carescape b850 may inadvertently change from "escalating" priority to low priority when the user changes the heart rate limit at the icentral. This issue affects the parameter alarm priority for heart rate, pulse oximetry, and invasive blood pressure. The alarm still occurs, but may alarm at low priority. There was no death, serious injury, or pt treatment associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The exact incident date is unknown, but it is believed that the event occurred on or before (B)(6) 2011.